Manufacturer narrative:
Investigation: no product at hand. Batch history review: the manufacturing documents have been checked and found to be according to specification valid during the time of production. Conclusion and root cause: the root cause for the problem is most probably usage or patient related. Rational: because there are no radiographs, no products for investigation, and minimal information, a definitive root cause of the problem cannot be determined. No CAPA is necessary.

Manufacturer narrative:
Device not returned.

Event description:
Country of complaint: USA. Two (2) month and twenty two (22) days post operative revision of activl artificial disc due to the patient bleeding. Implant originally placed (B)(6) 2016 at l4/l5 disc herniation. Patient reported to have good activity levels. Activl artificial disc system is composed of 3 pieces, reported as concomitant products: interior end plate / sw990k / activ l inf.plate size l 0°/spikes - lot number 522058800. Superior end plate / sw991k / activ l sup.plate size l 6°/spikes - 52199445. Inlay / sw965 / activ l pe-inlay 8.5mm - lot number 522058800.